Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. H4) device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when an exam was being loaded on the system the top of the head began to mirror after the head ends and was apparent above the head. It was confirmed with the MRI technician that the issue was due to the scan protocol. The site obtained a new scanner and was working on mitigating the issue. There was no patient involvement.